Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, after post mapping, additional ablation of the left atrium was required, the farawave pulsed field ablation catheter was re-inserted into the patient. Upon inspection, the catheter could no longer be irrigated. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter is expected to return for analysis.

Event description:
It was reported that during a procedure, after post mapping, additional ablation of the left atrium was required, the farawave pulsed field ablation catheter was re-inserted into the patient. Upon inspection, the catheter could no longer be irrigated. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no outer abnormalities were observed with the farawave pulsed field ablation catheter. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional in any state. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking of the flush lumen, which likely caused the flushing issue.